Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5102317) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, "my philips dreamstation CPAP emitted strong odors while using it at night. I noticed this on several occasions, I would remove it and the bedroom smelled normal. The next morning, I woke with a severe headache which lasted most of the day. This went on for months. I think the CPAP machine has had an adverse health effect on me". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5102317) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient stated, "my philips dreamstation CPAP emitted strong odors while using it at night. I noticed this on several occasions, I would remove it and the bedroom smelled normal. The next morning, I woke with a severe headache which lasted most of the day. This went on for months. I think the CPAP machine has had an adverse health effect on me". There is no allegation of serious or permanent harm or injury. The patient did not specify medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box g: date received by mfg has been updated. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.